Manufacturer narrative:
The customer was given a quote for device evaluation. No response was received from the customer.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device has a low battery problem. There was no patient involvement.